Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user would like to return the device. She feels she is getting too much humalog and wants to be able to use lantus. She stated the humalog is causing her blood glucose to go into the lower to 57 mg/dl. She prefers her old treatment. The patient has not spoken to her hcp. She drank juice to correct the blood glucose. During the event the patient experienced vomiting and weakness. The patient has no data logged after (B)(6) 2025 because she dropped her phone into the water and has not been able to reconnect on the app.